Event description:
The arjohuntleigh representative reported the following: on (B)(6) 2014, the bed was placed on rotation but the bed would not rotate. The display screen indicated that the bed was rotating. The manual release was checked and showed that it was engaged. There was no serious injury reported due to this event. Arjohuntleigh is reporting this event with an abundance of caution as if this type of event were to recur. It may cause or contribute to death, serious injury or medical intervention to prevent harm.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Addition information will be provided upon conclusion of the manufacturer investigation.